Manufacturer narrative:
For the investigation the provided screenshot of the logfile was analysed. The reported date of event was not shown within this, however a problem with the ventilator assembly was logged, a persistent piston motor slow condition was detected which would result in a stop of automatic ventilation. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. The user can switch to manual ventilation as described in the instructions for use. The device was serviced on site and since then no furhter issues were reported. It is unknown which parts were exchanged, no parts were provided for the investigation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
The user raised a general concern with no relation to a specific event and with no injury reported. However, for the described failure "ventilator failure, check apl valve, o2 sensor failure", it cannot be excluded that a stop of ventilation occurred during operation.

Manufacturer narrative:
The investigation was just started. The results will be forwarded in a follow up report. H3 other text : on-going.

Event description:
The user raised a general concern with no relation to a specific event and with no injury reported. However, for the described failure "ventilator failure, check apl valve, o2 sensor failure", it cannot be excluded that a stop of ventilation occurred during operation.

Event description:
The user raised a general concern with no relation to a specific event and with no injury reported. However, for the described failure "ventilator failure, check apl valve, o2 sensor failure", it cannot be excluded that a stop of ventilation occurred during operation.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.